Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-02872. It was reported that the patient was experiencing sharp electrical shocks in their back, following a fall on the ipg site. Diagnostics show high impedances on the lead(s). Following a physician meeting, it was reported that the patient's left lead had migrated close to the pocket. As a result, the patient's leads were explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.